Event description:
The facility returned the device for service. During product evaluation, the baxter technician found a defective air in line printed circuit board. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of the defective air in line printed circuit board was confirmed. During service, the baxter technician found a fail code 814:04 in the event history. This failure code is manifested as a line printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.